Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2103903 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6/7f mynxgrip was noted to be popped. This was noticed after his second attempt to deploy, the whole device came out with the non-cordis sheath. Manual pressure was held for 15 minutes to achieve hemostasis. The patients outcome was successful. The deployer was trained in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was removed from the package from the shuttle. There were no anomalies noted prior to use. The mynx vcd was prepped according to IFU. There was no resistance felt while advancing through the non-cordis sheath. Excessive force was not applied to advance through the sheath. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. There was presence of pvd/calcium near the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of the 6/7f mynxgrip was noted to be popped. This was noticed after his second attempt to deploy, the whole device came out with the non-cordis sheath. Manual pressure was held for 15 minutes to achieve hemostasis. The patients outcome was successful. The deployer was trained in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was removed from the package from the shuttle. There were no anomalies noted prior to use. The mynx vcd was prepped according to IFU. There was no resistance felt while advancing through the non-cordis sheath. Excessive force was not applied to advance through the sheath. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. There was presence of pvd/calcium near the puncture site. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a micro tear in the balloon of the returned device. A product history record (phr) review of lot f2103903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of the 6/7f mynxgrip was noted to be popped. This was noticed after his second attempt to deploy, the whole device came out with the non-cordis sheath. Manual pressure was held for 15 minutes to achieve hemostasis. The patients outcome was successful. The deployer was trained in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was removed from the package from the shuttle. There were no anomalies noted prior to use. The mynx vcd was prepped according to IFU. There was no resistance felt while advancing through the non-cordis sheath. Excessive force was not applied to advance through the sheath. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. There was presence of pvd/calcium near the puncture site. The device will be returned for evaluation.